Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-08482. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Complaint is of a legal variety and therefore no follow up can be requested. Reason for reoperation: capsular contracture and silicone migration.

Event description:
Patient's representative reported "suspected rupture" and "anxiety". Patient's representative later reported "intact". Patient later, through other company representative, reported capsular contracture baker grade iii and "silicone in my surrounding lymph nodes and throughout my body". Capsule resection was performed. This record is for the right side. The device has been explanted and replaced with another manufacturer's device.